Event description:
The caller alleged discrepant results when compared with the lab results reported as follows: date: (B)(6)2008; inratio: 1.8; lab: 2.6. Date: (B)(6)2008; inratio: 1.8; lab: 3.6.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6)2008; inratio: 1.8; lab: 2.6; mean: 2.2; confident limits: 1.4-3.1. Date: (B)(6)2008; inratio:1.8; lab: 3.6; mean: 2.7; confident limits: 1.7-3.8. (B)(4).